Manufacturer narrative:
With the new information provided, this record is not reportable. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the event was a lens was stuck in a preloaded device. It is unknown if he device touched the patient.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was faulty. The timing of the event and patient impact are unknown. Additional information has been requested.